Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a guide wire tip detachment occurred. The 99% stenotic lesion was located in the moderately tortuous and mildly calcified distal circumflex artery (cx). The guide wire was being used to protect a side branch of the cx. The pt2 guide wire was advanced to the lesion without difficulty. However, upon removal, 2cm of the wire tip detached in the distal portion of the marginal artery and remains within the vessel. The physician did not attempt to retrieve the detached portion of the device, and does not plan to. The patient was discharged one week post procedure. During cardiac rehabilitation three weeks post procedure, the patient suffered ischemic stroke and was hospitalized. In the opinion of the physician, the stroke is unlikely to be related to the detached guide wire. The patient has paroxysmal atrial fibrillation, and experienced an atrial fibrilation when the stroke occurred. The patient also experienced a myocardial infarction in january that caused "considerable damage" to the myocardium. The patient's current left ventricle ejection fraction is 36%. No further patient injuries or complications were reported. Patient status is listed as "good."